Event description:
A nurse reported the equipment did not recognize the phaco handpiece during a cataract with intraocular lens implant procedure. The procedure was completed following a delay of more than 15 minutes with other equipment at another hospital. There was no harm to the pt. This was the last procedure of the day.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).